Manufacturer narrative:
Description of device analysis: date of procedure: 10/6/1997 the power supply used in the procedure had not been returned for evaluation. Only the gdc pusher wire was returned jammed inside a catheter. There was a black discoloration at the distal end of the pusher wire where the detachment gap should have been. From the condition of the returned pusher, it appeared that the main coil had detached by electrolysis.

Event description:
It was reported to target that after 2 gdcs were deployed in the ica-op aneurysm, a 3rd gdc was being deployed in the same aneurysm. The gdc was not detached by the power supply but it detached while trying to retrieve it. The gdc tip flow along into the aca. The physician attempted to retrieve the gdc but was unsuccessful. The patient was listed in fair condition.